Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the screen went black and would not turn back on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name ¿ (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shown black screen. A field service engineer (fse) found the station down with a black screen. The pyxis bus cables to the auxiliary drawers were disconnected, but the unit still did not power on. The main drawer cables were also disconnected with no improvement, and replacing the power supply did not resolve the issue. The fse then disconnected the auxiliary drawers one by one until the station powered on, determining that the half height drawer had a shorted drawer board. The board was replaced, all pyxis bus connections were reseated, and the station powered up and recovered successfully. Hardware test application was run, the drawer was tested, and all results were acceptable. The system functioned as intended after the field service engineer repaired the device.